Event description:
It was reported that a clearlink continu-flo solution set had a break that occurred between the plastic portion just below the check valve. The customer was unsure if a patient was connected or not as well as if any solution was running through the IV set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the inlet port of the check valve was completely broken off from the check valve. The cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was received for evaluation. Visual and microscopic inspection revealed that the inlet port of the check valve was broken off due to a twisting/torque force. Should additional relevant information become available, a supplemental report will be submitted.